Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent (des) was selected for use. However, during introduction, the proximal shaft was kinked and fractured. The device was pulled out and the procedure was completed with another of same device. There were no patient complications reported.